Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wrong user handling/user mishandling. The dark colored deposit was unable to be identified. The event can be prevented by following the instructions for use: "-inspection of the endoscopic system" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Angulations are still functional but the degree to which it can be angulated was out of specifications. In addition to the reported in b5, additional findings were as follows: the ceiling plate and guide plate were both deformed causing the coil pipes to slip out of position, the plastic distal end cover was damaged, the bending section cover rubber glue was worn out and separated, there were creases on the connecting tube, and the universal cord had buckles. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was having angulation issues. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found the nozzle was clogged by a dark-colored deposit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.